Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. It was noted that the patient was in atrial fibrillation (af), and also the increase in power consumption was noted. A request was made to have a data analysis from this implantable device. However, the physician decided to explant and replaced this pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. It was noted that the patient was in atrial fibrillation (af), and also the increase in power consumption was noted. A request was made to have a data analysis from this implantable device. However, the physician decided to explant and replaced this pacemaker. No additional adverse patient effects were reported.